Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1702 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient attended the hospital for antibiotic therapy with an open mse power PICC clamp, with presence of visible blood in the distal extension of the catheter. The clamp is defective, given the difficulty of closing due to the nature of the material. It caused occlusion of the catheter, being needed its removal and passage of a new catheter. The daughter and patient report not having manipulated the catheter at any time and have always been zealous towards the device, following the nursing guidelines.